Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had shut off in the middle of the night. The device had not alerted low battery. New battery had been inserted but the insulin pump did not power up. The device had not been dropped. The battery cap looked undamaged. The customer's blood glucose was 26 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a scratched display window, a cracked reservoir tube lip, cracked battery tube threads, a scratched reservoir tube window and a missing end cap sticker. The insulin pump was monitored and all operating currents tested within a specified range. No unexpected off no power alarms were noted.